Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
As reported, 23mm sapien 3 ultra in the aortic position via transfemoral approach. The patient never felt 100% improved and is now symptomatic. On post op day (pod 1 the gradient was 14mmhg. On pod 30 the gradient was 18mmhg and on the 9 months post op the gradient was 32mmhg. The patient was put on eliquis and the plan was to schedule a repeat catheter to measure catheter gradient and possible balloon aortic valvuloplasty to fully expand the valve.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Imagery was provided by the site and revealed the following: native annulus appeared in oval shape due to native bicuspid leaflets. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The complaint post implantation increased gradients indeterminate reason was unable to be confirmed, therefore a lot history and complaint history review was not performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. The instructions for use (IFU) for commander delivery system with s3 or s3u thv was reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product non conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for post implantation increased gradients indeterminate reasons was unable to be confirmed due to unavailability of relevant imagery, information and returned device. A review of the DHR did not provide any indication that a manufacturing nonconformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or subvalvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. As reported, patient stated she never felt 100% improved and at this time now is symptomatic. 1 day post op gradient was 14 mmhg, 30 day post op gradient was 18mmhg, april 2022 gradient was 32. The patient was put on eliquis. The plan is to schedule repeat catheter to measure catheter gradient and possible bav at that time to fully expand the valve. Per imagery review, patient had an oval and bicuspid native annulus. The native bicuspid leaflets and oval native annulus could create a challenging anatomy for valve deployment, because these anatomical features could restrict the deployed valve from fully expanded with circular shape. If the valve was under expanded and noncircular, it could affect blood hemodynamic resulting increased gradient. In addition, bav was planned, which indicated the deployed valve could be initially under expanded due to consideration of the anatomical features (bicuspid leaflets and oval shape annulus). As such, available information suggests that patient factors (bicuspid native valve) and/or procedural factors (under expanded valve) may have contributed to the complaint event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.